Manufacturer narrative:
H3: product analysis found the customer complaint can't be confirmed. No deviations found. The software is up to date. Ver: 2.0.0.0; gui v2014.11.11.921; dsp v2014.2.12.833 is present. H6: codes applicable are fdm b01, fdr c19, fdc d14, d20 and additional codes img g02030. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis found the customer complaint can be confirmed. The second channel of the patient interface is not stable. Pcba is worn. The clamps were loose. H6: codes applicable are fdm b01, fdr c0601,c070603, fdc d02 and additional codes img g02005, g0405204. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, the device constantly sends false signals, making it impossible to read signals from the laryngeal nerve. The device gives an permanent voice signal and graphic on the screen similar to when there are artifacts recognized. They tried stimulating, but from the response of the device, it was impossible to read the signals. Repositioning of the tube was performed and the procedure was completed without nerve monitoring. There was no patient impact.